Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Visually inspected and verified the insert has a bend in the lamination stack does not meet spec could not be tested.

Event description:
While using a 30k fsi-sli-fg-10s insert, there was bad water flow and the insert was getting hot; no injury resulted.